Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with the lens due to experiencing halo effects and shadows. The iol was explanted and exchanged with an unspecified monofocal lens during the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).